Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A customer reported that during a combined cataract/vitrectomy surgery, the vitrectome stopped after a click during aspiration. No harm to the pt was reported. Add'l info has been requested.